Event description:
It was reported that the device shut down during a breast biopsy procedure. The customer was attempting to take samples, when an error code displayed and they were unable to advance or reverse the probe cutter. The system was rebooted and they completed the biopsy with an alternate device. There was no pt consequence. The device was returned for analysis.